Event description:
It was reported that there was oversensing and noise on the lead. Follow-up revealed that the noise was due to a grommet on the device. There was no intervention and the lead and the device are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) and (B)(4): the actual device and lead were not received for evaluation. The manufacturer did receive performance data collected from the device and the data were analyzed. It was noted there were four lead failure predictor nonsustained episodes less than or equal to 210ms average on the ventricular cycle of (B)(6) 2012.